Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.